Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump was continuously vibrating. It was not clear if the issue had any effect on insulin delivery function. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 06/02/2015. Device evaluation: the device has been returned and evaluated by product analysis on 05/18/2015 with the following findings:the pump powered on normally with functional auditory and vibratory features. The pump¿s vibration alarm was tested and was found to be functioning normally. The complaint could not be duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.